Event description:
Pt status post tfn implantation on (B)(6) 2011 returned to surgeon for follow up visit on an unk date. Surgeon determined there was a nonunion of the fracture site. Pt was returned to operating room on (B)(6) 2011, surgeon removed the hardware and revised pt to a total hip replacement. This is 3 of 3 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.